Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of over 600 mg/dl since (B)(6) 2011. The infusion device often displays e4 (occlusion) error and the pt believes too little insulin is delivered. On (B)(6) 2011, the pt's blood glucose measured 195 mg/dl and she bolused 1 unit of insulin. On (B)(6) 2011, her blood glucose measured 600 mg/dl at 4:00 am and she vomited and felt very sick with diarrhea and sweating. She injected 10 units of insulin via syringe at 5:00am and her blood glucose measured hi on her blood glucose monitor. At 6:00am, her blood glucose measured 400 mg/dl and she injected 10 units of insulin via syringe. At 8:00am, her blood glucose measured 198 mg/dl, at 10:00am measured 183 mg/dl, at 12:00pm measured 84 mg/dl and she ate, and at 2:00pm measured 198 mg/dl. She injected 1 unit of insulin via syringe and switched to the backup infusion device. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.